Event description:
It was reported by the rep that (1) hp052 was discovered in the sterile processing dept. It was reported that the cap on the connector would not stay locked on and the hosp was concerned the handpiece would be damaged when submerged for cleaning. There was no pt consequence.